Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address complaints of a similar nature. (B)(4).

Event description:
A charge nurse reported that early during a vitrectomy procedure, bubbles appeared through the infusion line. The surgeon removed the line and ran fluid through, however the problem reoccurred. The 3 way tap, infusion line, and the line from the cassette and 3 way tap were changed, but the problem was not resolved. It was confirmed that air was off at the machine during the event, however air was clearly seen coming through the filter between the air and fluid lines above the 3 way tap. The line was removed from the eye and a large amount of air was forced out. They set up with another pak, but a system message displayed, indicating bubbles in the line. They changed to a second machine and a new pak but the sys message reoccurred. The case was able to be completed without issues with an older pak, however it is unclear if there was any impact to the pt. Additional info has been requested.